Event description:
(B)(4). Event took place in (B)(6) and has been reported to (B)(6). From user's/initial reporter's narrative: "during a continuous block, catheter has stopped inside the needle and the user couldn't move the catheter neither backward nor forward. So the user had to remove the needle itself with catheter inside and he didn't make the continuous block."

Manufacturer narrative:
At this point no specific corrective action due to mitigative prevention of hazards is assigned to this report. A review of the device history record and relevant raw material history files did not indicate recorded quality problems or rejections related to this incident. Any further information will be sent in to FDA as soon as it becomes available. If no further information becomes available, pajunk considers this file as closed.